Event description:
A facility reported that the rocker arm on mayfield 2000 skull clamp (a2000) was loose even after locking the knob. There was a delay for 10 minutes with no patient injury. The device was changed and surgery was performed with another device.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The mayfield 2000 skull clamp (a2000) was returned for evaluation: failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received had the swivel base and piston replaced due to wear. The plastic hex bushing was replaced due to the rocker arm assembly having rotational movement while in the locked position. General maintenance performed and all worn components were replaced with new parts. Root cause analysis: complaint was confirmed via inspection of the unit. The rocker arm assembly had rotational movement while in the locked position. Unit required replacement of worn components. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2008). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.